Manufacturer narrative:
Updated: health effect - impact code, health effect - clinical code

Event description:
It was reported that ongoing cartridge alarms occurred. The customer would load new pump supplies to address the issue. Reportedly on (B)(6) 2026 the customer¿s blood glucose was 333 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Customer was released later that same day, (B)(6) 2026, with the issue resolved and there was no permanent damage.